Manufacturer narrative:
Submit date: 11/01/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit's power adapter began smoking and then sparked a flame. No patient harm reported.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿put what customer complaint is here from complaint description.¿ the unit was triaged and the customer¿s reported condition was confirmed; the plastic case is melted which produced a half inch by three eights inch hole. The adapter cords strain relief was found broken. The plastic case was disassembled and thermal damage was noticed on the printed circuit board. The damage was isolated to the area of transformer t10. There are four components under the transformer that received the most thermal damage. They appear to be three resistors and one diode. One of the transformer leads and one of the diodes leads burned completely through the board. There are no schematics available for this product and no way of troubleshooting the product; therefore, the root cause cannot be identified however the potential root cause is electrical short due to the use of an unauthorized power adapter by the user. A review of the device history record shows that this unit was manufactured in 2007 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.